Event description:
This lead was explanted and replaced due to high impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.